Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 80 year old female patient with prior coronary artery bypass graft, diabetes and renal insufficiency was treated with an impella 5.5 due to high risk surgery indication. Patient developed a post cardiotomy cardiogenic shock and low cardiac output syndrome post surgery. Access for the pump was achieved via direct aortic approach. Once graft was placed and sheath placed, hcp was unable to successfully pass an .035 j wire through the aortic valve. Several attempts were made with j wire, pigtail catheter, and abiomed .018 wire, but was unsuccessful. Another hcp was able to pass wire through aortic valve and place pump successfully. One day after pump insertion around suprasternal exit site, oozing was noted and patient received one unit of packed red blood cells. Patient requiring continuous renal replacement therapy (crrt) and extracorporeal life support. Patient was unable to be woken up from anesthesia. CT showed a right sided stroke and family of patient decided to withdraw care. The use of multiple mechanical circulatory support systems, such as combined impella and extracorporeal circulatory life support (ecls) therapy, is associated with an increased risk of adverse events due to the cumulative complexity of the support strategy and the additive device-related risks. Renal failure not coded to device as this was a pre-existing condition of the patient before treatment. Death was conservatively coded as most likely due to underlying disease and not device-related.

Manufacturer narrative:
Corrected information was provided in d4 (catalog). Upon review, it was identified that the section d catalog number requires further correction. Corrected information was provided in e1 (facility details). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the stroke and renal failure was unable to be determined due to insufficient clinical details. The cause of the bleed was unable to be determined due to insufficient clinical details.